Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported defective keypad unknown as to specific which was reproduced by troubleshooting the device. Evaluation observed keypad to not function as intended. Visual inspection determined the cause to be the keypad assembly was not connected to the input/output board which was reconnected to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad unknown as to which specific keys were inoperable. There was no known patient injury, or medical intervention associated with this event. No additional information is available.